Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon svc investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. A supplemental report will be sent upon receipt of add'l info regarding this nonconformance. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that the monitor displayed error code 205 and that after removing the battery, checking the equipment, and reinserting the battery the device would not power up. The pt was fit with a new monitor.